Manufacturer narrative:
Section d4: primary UDI corrected. Section e2: corrected. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient experienced a hemorrhagic stroke and coma on (B)(6) 2024 in the hospital. The intracranial hemorrhage was in the left hemisphere and diagnosed via computed tomography (CT). Neuropathy was greater than 24 hours. The patient was on warfarin and aspirin (acetylsalicylic acid) at the time of the event. The patient underwent a surgical procedure and was treated with drug therapy. The cause of the neuropathy was determined to be a complexity of medical management. It was noted that the casual relationship of the device was probably related because the event occurred within 30 days after pump implant. The patient underwent a re-operative blood transfusion and was given not less than 16 units of red blood cell concentrate transfused per 24 hours.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.